Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) catalog # 42500606802 lot # 64674461. Tibia cemented 5 degree stemmed catalog # 42532007902 lot # 64682260. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2020-00333, 3007963827-2020-00334.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised as right side implants were used instead of left. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.